Manufacturer narrative:
Please note that the initial report was filed under report number 9616099-2016-00575. No further reports will be submitted under that initial report number as the complaint handling system is no longer available.  The report is also related to the previous report filed under 9616099-2016-00574 for which a new report is also required but the new report number is not currently available. As reported by the japan smart pms for sfa, after an unspecified time when a 120 150, sfa - 6x150mm smart stent and a 6x100 smart control iliac stent were placed in the middle portion to the distal portion of the femoral artery with unknown stenosis of a (B)(6) male patient with unknown medical history, the periodic survey reported that the following items were entered as "occlusion" on the list; patency, dus, the proximal portion of stenosis psv, and the maximum psv of stenosis. The patient is now under observation, and no treatment was applied." Additional information was received that dus means doppler ultra sound. It not known which stent was patent but both stents had psv.  It is unknown if the original lesion was calcified or the vessel tortuous, if the stents were overlapping, if the stents were deployed with good wall apposition and if ivus was done post procedure.  No additional information available.   The products remain implanted and are thus not available for evaluation.  Device history record reviews were performed and showed that the two lot of products met all requirements per the applicable manufacturing quality plan.   Restenosis is a known potential adverse event associated with implanting peripheral artery stents and is often associated with the progression of peripheral vascular disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
As reported by the japan smart pms for sfa, after an unspecified time when a 120 150, sfa - 6x150mm smart stent and a 6x100 smart control iliac stent were placed in the middle portion to the distal portion of the femoral artery with unknown stenosis of a (B)(6) male patient with unknown medical history, the periodic survey reported that the following items were entered as "occlusion" on the list; patency, dus, the proximal portion of stenosis psv, and the maximum psv of stenosis. The patient is now under observation, and no treatment was applied." Additional information was received that dus means doppler ultra sound. It not known which stent was patent but both stents had psv. It is unknown if the original lesion was calcified or the vessel tortuous, if the stents were overlapping, if the stents were deployed with good wall apposition and if ivus was done post procedure. No additional information available.